Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl. Elevated bg was addressed by manual insulin injection. The customer changed the infusion set and cartridge to resume insulin delivery.